Event description:
Three patient samples with discrepant results for albumin. Patient 1, initial result gave 4.9 g/dl; repeat gave 3.0 g/dl. Patient 2, initial result gave 5.2 g/dl; repeat gave 2.9 g/dl. Patient 3, initial result gave 5.1 g/dl; repeat gave 2.6 g/dl. Initial results reported for patients 1 and 2 only. Patients not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.